Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that reason for call: pt is needing MRI. Caller states the pt said the ins battery is depleted. Caller was not with pt at time of call, caller does not know if pt has attempted to recharge the scs. Technical services recommended pt recharge ssc and ensure MRI mode if activated prior to scanning (if eligible), redirected pt to hcp if unable to recharge scs additional information was received from the patient. It was reported that the circumstances that led to the implant being depleted was the patient said they broke both of their leads. The power was excruciating. The full charged battery would drain in 48 hours into their back and landed them in the ER. The steps taken to resolve the issue was they asked the doctor and 5 others. None would remove the unit. They have been trying to get it removed for 5 years. The issue has not been resolved. They noted they still have their device in their back, causing more medical issues. They noted they wanted the device removed.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a160, serial/lot #: (B)(4), ubd: 16-sep-2019, UDI#: (B)(4); product ID: 97 7a160, serial/lot #: (B)(4), ubd: 17-sep-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient clarifying the report of the ¿power is excruciating¿ by stating that the power level discharging in them was excruciating. Emptied the full charge in a few hours. The manufacturer representative (rep) the patient had worked with for years told them that the leads were broken. The rep told the patient to make sure and keep it charged and the unit in till the leads would be replaced. The patient stated that they wanted the device removed back when they had the insurance to remove it, but the doctor refused to remove it. The patient stated that they were still looking to have it removed, however their insurance will not cover enough. The issue had not yet been resolved and the device was still in them.

Manufacturer narrative:
Continuation of d10: product ID 977a160 lot# serial# (B)(6), implanted: explanted: product type lead product ID 977a160 lot# serial# (B)(6), implanted: explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.